Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing number: 3006705815-2021-00361. It was reported the patient was unable to set their ipg to MRI mode. Troubleshooting involving repositioning was attempted, but the issue persisted. High impedances were noted on one of the patient's leads. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced. It is unknown which lead had the impedance issue and was replaced, so both are being reported."

Event description:
Additional information received indicates that the patient has effective therapy.

Manufacturer narrative:
Note: all of the patient's leads are being reported because it is unknown which lead is liable.